Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 19 mg/dl, 24 mg/dl, 122 mg/dl, and 110 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter and test strips with lot # 41559. The complaint was not confirmed and no new issues were observed. All results were within spec, and there were no errors observed during control solution testing. The precision xtra blood glucose results as reported by the customer were identified in the meter internal log.